Manufacturer narrative:
This is a report of use error in which the connection between the supply bag and supply line was not properly tightened, resulting the reported leak and alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. The caregiver stated that the line connection to an empty supply bag was loose and there was fluid under it. The caregiver stated that they did not tighten the connection completely, resulting in the leak. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.